Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, wear abrasion, crease fold, calcification (approx. 5%) and yellow biological tissue in the shell. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record is for the right side. Device has been explanted.